Manufacturer narrative:
Additional information: e3, g2 (add source), h6 (update codes), h11. Correction: e1 (including updating e1: initial reporter phone no. To ni). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified blood - solution set did not run during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.